Manufacturer narrative:
The reported event of pacing problem could not be confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of the device image showed that device was programmed to auto settings which will change the device output based on patient requirement. Further analysis did not reveal any anomalies and the battery was at elective replacement indicator (eri) level. When device is in eri level, it will pace at a lower rate than the actual programmed value. A longevity assessment was performed, and device had exceeded the projected longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a clinic follow-up, a rate response issue was observed on the device. The device was explanted due to normal elective replacement indicator (eri). The patient was stable.